Event description:
Reporter indicated that vns pt was experiencing an increase in seizure activity. The pt fell approximately four months prior and subsequently had to go to the hospital (reference medwatch report 1644487-2003-00486/03). Treating physician at that time reportedly indicated to the pt that their vns therapy system was "ok". The pt suffered another fall approximately three months later, for which pt did not go to the hospital. The pt reports that since the latter fall, pt has experienced an increase in seizure activity and that their seizures seem to be getting stronger. The pt plans to follow-up with their neurologist for device diagnostic testing. Investigation to date has been unable to determine whether the increase in seizure activity is an increase above pre-vns baseline frequency or simply an increase above previously efficacy with the vns therapy.